Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x16mm promus element ¿ drug eluting stent was advanced to treat the target lesion. However, the balloon ruptured prior to stent deployment. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. The stent was detached and not returned with the device for analysis. No information was provided regarding the circumstances surrounding the stent detachment. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure (rbp) with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. No balloon leak or balloon rupturing was noted as stated in the complaint report. No leaks were noted in any part of the delivery catheter. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x16mm promus element ¿ drug eluting stent was advanced to treat the target lesion. However, the balloon ruptured prior to stent deployment. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.